Event description:
It was reported that the patient has been experiencing swelling on his buttock area and has been having pain on the inner side of his thigh. Pt reports that he has had x-rays and the doctor wants him to have an MRI.

Manufacturer narrative:
Add'l info has been requested and if received, will be provided in a supplemental report.